Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (kitchen). (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 210, 244 and 175 mg/dl. The customer's expected fasting blood glucose test result range is 80 - 140 mg/dl. During the call on (B)(6) 2017, the customer felt well and did not report any symptoms. The customer stated he obtained a reading on (B)(6) 2017 at 5:59 am of 175 mg/dl fasting while he was experiencing symptoms of low blood sugar; lightheaded. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 01/31/2018 and open vial date at time of call is two weeks. The customer stated has not had any recent changes in his daily routine and manages his diabetes with diet and exercise. The customer stated he is not concerned with the 268 mg/dl reading as it was non-fasting. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:199mg/dl, 210mg/dl, 244mg/dl, 175mg/dl.